Manufacturer narrative:
Follow up attempts were made to obtain repair information from the customer. If information is received, the complaint will be updated.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported after operating for a period of time the o2 concentration levels begin to creep up, at times to 100%. No patient harm reported.